Manufacturer narrative:
Batch reviews: from the document review of the lot involved (105325 - 20 terminal impactors produced) no anomalies were found. A similar problem recently occurred and was reported with MDR 2013-00165. Also concerning the cup, the batch review did not result in any anomalies: 80 cups of the lot # 133804 have been produced and 27 have been sold without any similar issue. The failure mode is unlikely to cause pt harm, even if it can lead to additional steps to fix the problem.

Event description:
Please refer to importer report # (B)(4).